Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. . The investigation of the reported event is currently underway. (Expiration date: 03/2024).

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the balloon allegedly ruptured. It was further reported that the balloon came off from the catheter. Reportedly, the physician was able to cut down and grabbed the balloon with a catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter attached to a presto inflation device was received for evaluation. During visual evaluation, segment 1 was noted to consist of the proximal end of the balloon which was detached from the outer catheter shaft and appeared to be prolapsed. Segment 2 consisted of the catheter shaft with glue material noted at the location of the proximal glue weld. Dry blood was noted inside the inflation luer. No functional testing was performed due to the condition of the returned sample. Therefore, the investigation is inconclusive for the reported balloon rupture as no evidence of balloon rupture could be determined. The investigation is confirmed for the reported detachment as the device was returned for evaluation detached in two segments. A definitive root cause for the reported balloon rupture and detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly ruptured. It was further reported that the balloon allegedly came off from the catheter. Reportedly, the physician was able to cut down and grab the balloon with a hemostat. There was no reported patient injury.